Event description:
It was reported the patient was going to have cataracts surgery using an ultrasound to break up the existing cataracts. They were unsure if the ultrasound was diagnostic or therapeutic. The patient inquired if they could have cataracts surgery. It was noted they had incorrect programming a year and a half prior to report. At the first implant surgery the wires were crossed and they programmed the patient incorrectly. It was noted an MRI was performed and both of the probes were off. The patient had lots of trouble and "nothing worked." A revision surgery was performed two weeks prior to report. They had one probe corrected and the MRI showed it was correctly positioned.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# va05bdp, implanted: (B)(6) 2013, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).